Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl. The customer was treated with glucose tablets and shot. The customer also stated that they did allege insulin pump was over delivering. Customer stated that insulin pump was not working properly. Customer uses auto mode. Customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.(B)(4).